Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that wile using bd vacutainer® edta 2k the shields are damaged and deformed. This occurred three times the customer reported the following issues: (1) damaged shield ×2. (2) deformed shield ×1.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-13. H.6. Investigation summary: bd received 1 sample and 6 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and revealed damage to the hemogard closure as scuff marks can be seen on the outside of the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that wile using bd vacutainer® edta 2k the shields are damaged and deformed. This occurred three times. The customer reported the following issues: (1) damaged shield ×2. (2) deformed shield ×1.